Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it but it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. Reprocessing was likely abandoned at leakage which is not a deviation from the instructions for use. The instructions for use state to contact olympus incase leakage is detected in the following: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope ¿air does not work.¿ there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that air was not working due to foreign objecting clogging the air and water tube and coming out of the distal end. As a result of this clog, water supply did not meet the standard value. This finding was due to insufficient cleaning of the scope. Upon further inspection, it was observed that the suction, air and water cylinder had discoloration. It was also observed that water tightness was lost due to deformation of the scope connector cover unit. It was observed that the play angulation was out of specification. It was also observed that the plastic distal end cover had a dent. It was observed that the adhesive of the light guide lens was chipped. Lastly, it was observed that the adhesive of the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.